Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2008. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due stress urinary incontinence and symptomatic rectocele. It was reported that following insertion, the patient experienced pain, extrusion, urinary/bowel problems and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
.